Manufacturer narrative:
The device has not been returned for inspection. Once the lens is returned, a follow-up report will be filed with the investigation results.

Event description:
On march 5, 2026, euclid became aware of a situation related to a refit of a lens requested to professional services on (B)(6) 2026. The lens has been requested for analysis and there have been several unsuccessful attempts to collect information from the doctor about the situation and status of a patient who presented spk. Investigation continues and manufacturer will file a followup report in this regard.